Manufacturer narrative:
Two dvd's were returned for evaluation. One dvd shows successful delivery of lens. Second dvd shows yellowish substance being cut and removed from an eye and surgery being completed. Then the video goes black. When the picture returns, the viewing area shows an eye receiving incisions while using metal instruments to readjust the lens position. The lens haptic orientation was rotated from up and down to side-by-side; however, it cannot be confirmed that the lens positioning attributed to the decreased visual acuity. It is unclear if dvd #2 pertains to one eye surgery or two separate eye surgeries due to poor image quality and viewing area going black causing a separation in video sequence. We are unable to determine the cause for the improper lens position in the eye. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. In addition, customer indicated the use of healon; however, healon is not approved for acrysert use. Additional information was requested 04/17/2007 and 05/14/2007 via email. Additional information was received 04/25/2007 and 05/15/2007 via email.

Event description:
A surgeon reported, that following intraocular lens (iol) implant surgery, a patient reported reduced visual acuity. The surgeon found the lens inclined in the eye and the patient underwent secondary surgical intervention to reposition the lens. The physician felt the event may be associated with the delivery system.